Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿nonunion or delayed union, which may lead to breakage of the implant." Number 2 states "bending or fracture of the implant". User faclity report is attached. User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device, it was relayed that device is available for on site evaluation only.

Event description:
It was reported patient received open reduction and internal fixation of right femur on (B)(6) 2013 and a revision procedure on (B)(6) 2014, for replacement of broken femoral plate. Review of invoice history confirms both surgery dates and the femoral plate was removed and replaced.